Event description:
Patient transferred from ed to nicu. There were some issues noted in tech report called to the nicu as well as in the documentation. Patient came in with an intraventricular hemorrhage and had a ventriculostomy placed. In report to the nicu nurse, the ed staff reported that the patient's icp was 44. The neuro ICU intensivist overheard this report and contacted the neurosurgery resident to re-examine the patient in the ed. When the resident arrived, the patient's ICU was in the teens, as it had been when he initially placed the ventric. The resident reported that when he asked the nurse what the number was being read, the nurse pointed to the cerebral perfusion pressure (cpp) value on the monitor instead of the icp value.